Event description:
User site called service department of the manufacturer reporting that a bed zero would not function. User indicated that bed integrated detection system did not detected patient exiting the bed. It resulted in patient fall twice in the past few days.